Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12k24012 and h12j28031. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 3. This is a report of peritonitis and bloody effluent in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unknown date, the patient stopped pd therapy and began hemo dialysis. The patient was hospitalized for the event. It was reported that mesh was found in and around where the catheter was. The cause of bloody effluent was related to the pd catheter being positioned too high in the abdominal cavity but further information was unavailable regarding this issue. The cause of peritonitis was unknown. Treatment was unknown. The patient was recovering from this peritonitis event.